Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the root cause for the reported issues may be related to a failure to follow the directions for use. The customer indicated the use of a non-qualified lens/cartridge combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The customer indicated the use of a cartridge, which is not qualified for use with this lens. There have been no other complaints reported in the lot number. This lens catalog num is not intended for sale in the us. Similar device sold in the us. The manufacturer internal reference number is: (B)(4).

Event description:
A distributor reported that during an intraocular lens (iol) implantation procedure, the iol optic cracked. The iol was removed and replaced with another manufacturer's iol. The patient developed corneal edema and increased intraocular pressure during the postoperative period. Additional information was provided indicating that the cracked iol was found in the phase of removing the iol (restraint in the main cut). The incision was enlarged to extract the iol. The patient's condition today is with no abnormalities. The procedure was complete with another manufacturer's iol. Further details were provided indicating that the iol did not enter the anterior chamber because the iol was restrained in the main incision at the moment when the iol was passing through the cartridge. The main incision had to be enlarged from the opposite side to remove the iol. In the processing of flushing the iol with balanced salt solution, the iol straightened out into it's original shape and the damaged optic was discovered.